Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Reported device not marketed in the us; however, similar devices are. Mfg site eval: cassettes received: 1 opened. There is one previous complaint of this code/batch regarding cassette leakage but there are no previous complaints regarding the thread breaking. There are no units in OEM stock. Thread of the cassettes received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel due to less liquid, and when pulled out from cassette the thread broke because the extraction was too hard. The cassette lost solution because it has a crack. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM ahs opened a corrective action in order to avoid cassette leakage.

Event description:
Country of complaint: (B)(6). Thread is breaking and leaking.